Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to charge its internal battery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery failure was due to a cell imbalance. The device was evaluated and scrapped as per the customer.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.